Event description:
During cardiac cath, with soft tip catheter, the left main coronary dissected causing an mi and cardiac arrest. During resuscitation, attempt was made to insert iabp in left femoral artery. This was unsuccessful due to very tortuous vessels; blood pressure could not be maintained and pt taken to or. Perforation of abdominal aortic aneurysm was discovered and pt could not be resuscitated. The md doing the heart cath does not feel that the dissection was device related though he states that the pt had tortuous and calcified blood vessels. He used soft tip angio catheter.